Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an infusion set leaked from a hole in the pumping segment during an infusion. There was no report of patient harm.

Manufacturer narrative:
Event occurred in the nicu (infant) the customer¿s report of set leaking at pump segment was confirmed. Visual inspection of the set noted that the silicone segment had a tear near the upper fitment. Examination under magnification noted no crush marks to the upper blue fitment. No other anomalies were noted. Functional and pressure testing confirmed leaking coming out from the silicone tubing near the upper fitment. Dimensional analysis of tubing measured to be within specification. The cause of the leak was due to a tear in the silicone segment. The root cause of the tear was not identified.

Event description:
The customer reported an infusion set leaked from a hole in the pumping segment during an infusion. There was no report of patient harm.